Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a stent embolization occurred. The target lesion was located in the severely calcified,85% stenosed right coronary artery (rca) and was predilated with a 3.00 x 15 mm maverick balloon. Two 3.00 x 12 mm taxus express2 drug eluting stents were deployed in the rca at 20 atms and 16 atms. The dr advanced to place another 3.00 x016 mm taxus stent in the rca but the stent would not cross the lesion and the dr withdrew the stent. No other intervention was attempted. After the procedure was completed and the pt had left the cath lab the dr noted that the 3.00 x 16 mm taxus stent was not on the delivery balloon. The dr opted not to perform an intervention because there were no pt complications. The pt was placed on plavix and aspirin after the procedure. The pt's status is reported as 'satisfactory/good'.